Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer reported a bg levl of 325 mg/dl due to an empty cartridge alarm. Reportedly, the customer knowingly ran out of insulin during a flight. The bg level was addressed with a manual injection. The customer addressed the event by changing the supplies and resuming insulin delivery. The customer continued to be use the pump for insulin therapy.